Manufacturer narrative:
The investigation determined that potentially erroneous assay test results associated with condition code te1-594 were obtained from a patient sample processed using a vitros 5600 integrated system. The likely cause of the event is the incorrect positioning of the sample metering proboscis on a vitros 5600 system that was not detected, causing erroneous results to be obtained for a patient sample. Since the initial vitros alt result was not reproducible the sample metering proboscis may not have been in the correct x position to dispense the correct volume of sample onto the vitros microslides. Due to a hardware reliability issue (i.e. X- drive assembly coupling used for sample metering assembly) and its associated adjustment, the sample metering proboscis may not dispense sample fluid in the correct location. When this condition occurs vitros 5600 analyzer codes te1-504 and te1-594 are produced by the vitros 5600, however, the vitros 5600 analyzer¿s sample dispense pressure profile does not detect the malfunction. Hence, believable, erroneous results are reported by the vitros 5600 analyzer. The assay results (which were associated with the te1-594 condition code) were affected, therefore the malfunction occurred. The FDA (B)(4) district office was notified of this issue on 17 august 2018. Refer to report number 1319681 08/17/2018 001 c.

Event description:
A retrospective review of complaint data in support of an ortho internal investigation identified an event which occurred on (B)(6) 2018 involving potential erroneous results obtained when using a vitros 5600 integrated system. A review of e-connectivity data identified that assay test results were associated with the condition code te1-594 and the assay test results were not suppressed. The patient sample was retested and with the exception of the vitros alt result, repeatable assay results were obtained. Vitros dhdl 50.35 mg/dl verses the expected result of 50 mg/dl. Vitros fe 111.51 ug/dl verses the expected result of 120 ug/dl. Vitros alt 38.5 u/l verses the expected result of 29 u/l. Vitros crea 0.82 mg/dl verses the expected result of 0.9 mg/dl. Vitros chol 159.27 mg/dl verses the expected result of 162 mg/dl. Vitros trig 41. 71 mg/dl verses the expected result of 43 mg/dl. Vitros tp 7.66 g/dl verses the expected result of 7.4 g/dl. Vitros glu 89.75 mg/dl verses the expected result of 88 mg/dl. The likely cause of the event is the incorrect positioning of the sample metering proboscis on a vitros 5600 system that was not detected, causing potential erroneous results to be obtained for a patient sample. If the erroneous results are not detected or questioned by a physician, the erroneous results could lead to inappropriate intervention with the potential for serious injury to the patient. The initial vitros assay results were reported outside of the laboratory and were not questioned by the physician. However, there have been no allegations of patient harm due to this event. This report corresponds to ortho clinical diagnostics complaint number (B)(4).